Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the concurrent procedure of a cystoscopy during mesh implantation. It was reported that patient underwent mesh revision on (B)(6) 2011. It was reported that the patient underwent the removal of posterior repair with mesh augmentation/ vaginal extraperitoneal colpopexy with mesh augmentation. It was reported that the patient underwent the removal of eroded vaginal mesh on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to rectum and bladder falling out. The patient experienced incontinence, painful intercourse, pain, pelvic pain, eroding mesh and pain when going to bathroom. It was reported that the patient underwent removal on (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.